Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition; noted to have a scratched screen and worn overlay. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing, and the reported complaint was unable to be confirmed. The device was noted to have been within specification during all three tests. The downstream sensor was replaced as a preventive measure.

Event description:
Information was received that a smiths medical cadd legacy pump has high pressure alarms. No adverse effects were reported.